Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of balloon burst was unable to be confirmed based on no product return nor relevant imagery provided. Available information suggests patient anatomy (calcification) and procedural factors (over-inflation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to d9 and h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation, and the following visual observations were made: kink on the flex shaft due most likely to packaging, balloon is burst radially and longitudinally. Dimensional testing was performed on the device, the inflation balloon single wall thickness was measured along the edges of the burst location. The measurements met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of a balloon burst was able to be confirmed by the returned device. Available information suggests patient anatomy (calcification) and procedural factors (over-inflation) likely contributed to the event. The event description states, the team believes the balloon burst due to the calcification on the sinotubular junction. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, 2cc of extra volume was added for balloon inflation. The used of extra inflation volume (over-inflation) can subject the balloon to higher pressures which may increase the risk for balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the 26mm commander delivery system balloon ruptured during valve deployment. There were no complication reported.

Manufacturer narrative:
Investigation is still ongoing.